Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that there was a back check valve failure, flow into primary fluid container could not be verified due to the product not being returned for failure investigation. A device history record review for model #2420-0007 and lot number 22066090 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received a root cause could not be determined.

Event description:
It was reported that the bd alaris lvp experienced blood backflow during infusion. The following information was provided by the initial reporter: back check valve failure. Staff observed ivpb magnesium flow into primary fluid container.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris lvp experienced blood backflow during infusion. The following information was provided by the initial reporter: back check valve failure. Staff observed ivpb magnesium flow into primary fluid container.